Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reports "according to computed tomography violation of the integrity of breast implants." This relates to the right device. Device has been explanted.

Manufacturer narrative:
Continued: h6- f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Physician reports "according to computed tomography violation of the integrity of breast implants." This relates to the right device. Device has been explanted.